Event description:
A customer requested service for the upper door window falling out. This indicates the window fell into the centrifuge. The instrument was being cleaned and the centrifuge was not spinning at the time. There was no donor connected to the instrument.